Manufacturer narrative:
B3: date is approximate with year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says that they let their ins deplete for too long and says they stopped using it in 2018 or 2019. Pt says they had a knee replacement in (B)(6) and "I have sciatica again so I want to try using the stimulator again". The patient was redirected to their healthcare provider to further address the issue. Patient services provided nas number for healthcare provider office to call. Additional information was received from the patient. The patient had their implanted neurostimulator replaced because they did not like the feeling of the stimulation and so they stopped using it and then were unable to get the battery restarted so they had the implant replaced.